Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. This lead failed to pass the wire insertion test due to the presence of foreign material inside the lumen. The lead was cut and visual inspection showed that the blockage was caused by an agglomerate of blood/body fluid and polymer from the lead/guidewire interaction.

Event description:
Boston scientific received information that this left ventricular (lv) lead was unsuccessfully implanted. This lead was not advanced to a stable position as this would not track over the guidewire. Additional information indicated that the physician suspected a possible lumen defect. The lead was never in service. No adverse patient effects were reported.